Event description:
It was reported that the surgeon felt that one of the knobs had slipped. There was pt contact. It was unk if there was any pt injury. Add'l clinical info has been requested, however, no other info has been provided.

Manufacturer narrative:
Based on the reported info and investigation of the returned product, the reported condition could not be confirmed. The returned unit passed all functional testing requirements, with some rotational movement and residue buildup but this would not have caused the slippage. The root cause of the reported incident could not be determined. This unit was manufactured during the third quarter of 2009 with no previous service history. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.